Event description:
Reporter alleged obtaining a discrepant blood glucose result of 175 mg/dl back to back with a result of 96 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter stated that five minutes before the back to back comparisons, he had taken his normal 500 mg of metformin and 32 units of novolin n insulin. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that he self-treated by eating breakfast. No other actions were reported taken or treatment received. No adverse event reported. A requested was made for the return of suspect device and replacement product was sent.